Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop leading to call service 128 alarms. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly and all current readings were above specifications. The reported ¿short battery life¿ complaint was duplicated. The pump cover was removed and revealed an unidentified intermittent printed circuit board condition.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.